Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 50mg/ml at 5mg/day, bupivacaine 5mg/ml at 0.5mg/day and clonidine 25mcg/ml at 2.5mcg/day via an implantable pump. The indication for use was non-malignant pain. The patient¿s medical history included liver disease, diabetes and heart problems. It was reported that the patient had liver disease and lost a significant amount of weight. The pump was protruding. It was unknown if any environmental, external or patient factors contributed to the issue. It was unknown if any diagnostics or troubleshooting were performed. Per the reporter due to the patient having abdominal cellulitis and his myriad of issues the physician decided to explant the pump rather than move the pocket. The patient¿s status at the time of the report was noted as alive, no injury and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. The pump and partial catheter were returned to the manufacturer. Analysis of the pump on 2017-mar-03 revealed no anomaly. As per the pump logs, the following medication were being administered via a simple continuous dose rate as of (B)(6) 2017: morphine 50 mg/ml at 4.998 mg/day, bupivacaine 5 mg/ml at 0.4998 mg/day, and clonidine 25mcg/ml at 2.499 mcg/day. Analysis of the catheter on 2017-mar-03 revealed coring / tears / cuts in the seal regarding the sutureless catheter connector. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.